Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. Customer's blood glucose was 28 mg/dl. Customer's current blood glucose was 130 mg/dl. The customer did experience any symptoms such as sweating, confused, unresponsive due of low blood glucose. The customer was treated by bolus with manual injection, food, glucose shot and intravenous insulin infusion. Troubleshooting was declined for low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not applicable at the time of event. The insulin pump will not be returned for analysis.